Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 498 mg/dl. The customer was treated for high blood glucose with pump. The customer was explained the 2 high blood glucose rule. The customer just changed out the infusion set and declined to perform the high pressure test. Customer tested blood glucose and it was 364 mg/dl. Customer was advised that we are sending a t pack.